Event description:
It was reported that the home patient (hp) had accidentally become disconnected from the patient line during automated peritoneal dialysis (apd) therapy. The hp reconnected themselves and failed to use aseptic technique. As a result, the hp ended up coming into contact with the drain solution. The technical service representative (tsr) explained the issue and assisted to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The guide also provides step-by-step instructions for properly disconnecting/reconnecting during emergencies. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.